Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l2¿l4 olif (obl ique lateral interbody fusion) for spinal canal stenosis. It was reported that after screw placement in the lateral position, olif was performed. During the procedure, the screw and the blade pin interfered with each other, causing the blade pin to bend within the vertebral body. When the blade pin was removed, the tip was found to be broken. The broken tip is within the vertebral body. There was no patient symptom reported. There were no further complications reported regarding the event.